Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-jun-2026, a distributor reported via email that an ar-1588btb-ib tightrope ii btb broke while reducing. This was discovered during a procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 22-jun-2026: the event occurred inside the patient during an acl reconstruction with a pre-sutured graftlink graft. The loop component of the ar-1588btb-ib tightrope ii btb broke while the device was partially implanted. Resistance was encountered prior to the breakage; however, the graft was still moving at the time of the event. The affected implant was removed from the patient, and all detached fragments were accounted for and retrieved during the procedure. A replacement ar-1588btb-ib device was used to complete the case. The event resulted in an approximate 5-minute surgical delay. No additional anesthesia was required.